Event description:
Caller reported a cgm error related to their device. A complete pump reset was carried out with the guidance of technical support, resolving the cgm error. There was no adverse impact to the customer¿s blood glucose level, and the caller was able to successfully start their sensor session after the reset.